Manufacturer narrative:
Result and assessment of the product technical complaint investigation received on 06-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced severe pain (seen as abdominal pain) and every 2 weeks she got horrible pain down there (seen as pelvic pain). The physicians were considering to remove her tube. These events are serious based on medical importance and listed in the reference safety information for essure. Based on the nature of these events and considering that abdominal / pelvic pain may occur with essure therapy, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention will be required. Additionally, non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1908 and FDA-2014-n-0736-1910, awareness date 19-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012. Consumer experienced the worst menstrual problems. She went for an internal ultrasound because of complications and physicians are considering to remove her tubes. She was suffering severe pain. She experienced horrible painful periods, every 2 weeks she gets horrible pain down there and the last three months she was getting her periods every 2 weeks or so. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced severe pain (seen as abdominal pain) and every 2 weeks she got horrible pain down there (seen as pelvic pain). The physicians were considering to remove her tube. These events are serious based on medical importance and listed in the reference safety information for essure. Based on the nature of these events and considering that abdominal / pelvic pain may occur with essure therapy, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention will be required. Additionally, non-serious events were reported. A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.